Event description:
The report received from the affiliate states that the end of the optease vena cava filter or leg came through 6f brite tip sheath. Distal end of sheath has bard from filter protruding through. No additional information provided.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
The report received from the affiliate states that the end of the optease vena cava filter leg came through 6f brite tip sheath. Distal end of sheath has a barb from the filter protruding through it. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is likely that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.